Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) reported that at the last device check it was communicated that this device needed to be replaced within three months. There was no evidence that elective replacement indicator (eri) had been declared. The patient was upset that the device had only been implanted for approximately three years. The patient reported the device did not provide a lot of pacing therapy and there had only been two events in the past requiring anti-tachycardia pacing (atp) therapy. There had not been any high energy shocks delivered. The patient planned to get a second opinion from another facility. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
Attempts to retrieve additional information have been made. At this time there is no additional information available. If additional information becomes available this report will be updated.

Manufacturer narrative:
Additional information received from the local sales representative indicated elective replacement indicator (eri) had been declared. The current voltage and charge time measurements were unknown, as the clinic did not print out those measurements. However, at the patient's previous follow-up appointment the device had a monitoring voltage of 2.83 volts and a 13.8 second charge time. The device is programmed to vvi 45. It was unknown if a device replacement procedure had been scheduled. As no further information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should further information be provided.